Manufacturer narrative:
Company rep evaluated the system and duplicated the problem. Corrections included replacement of the system's telepack.

Event description:
Customer reported an issue with the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.